Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an isolated inappropriate shock in primary vector due to oversensing of noise. The device was reprogrammed to secondary vector, and smart pass was disabled twice. Technical services (ts) reviewed device data and determined that smart pass was disabled appropriately due to low and slow amplitudes. Ts determined there was no indication of oversensing after reprogramming to secondary vector. The data from the previous inappropriate shock was unavailable, and subsequently, ts couldn't determine if isometric testing was able to reproduce myopotential noise. Ts recommended leaving the device in secondary vector and further reprogramming options. Ts also recommended performing isometric testing and trying to reproduce the conditions in primary vector, then choose the best sensing vector between primary or secondary. This s-ICD remains in service. No adverse patient effects were reported.